Event description:
It was reported that during surgery, an impedance check was done and an invalid reading registered. Reconnections were attempted and the faulty lead was plugged into another header with the same results. The sales representative tried turning on the amplitude via the rapid programmer but the device would not allow her to do so. The physician decided to replace the lead. The patient's anesthesia was reduced so that the lead could be tested for proper placement. The patient began to complain of severe pain and started to shake and spasm. The physician worried that the patient might be seizing, and elected to explant the lead.

Manufacturer narrative:
Evaluation: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.